Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : device not returned to manufacturer.

Event description:
A consumer reported that a philips one power toothbrush caught on fire. The consumer had injury reported but did not allege seeking medical treatment for their alleged injury. No property damage was reported.